Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the water bag and the spike on the water feedset tube of an mr290 humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fph in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the spike and the feedset tubing were returned separated from each other. Sufficient glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120214. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed post production. The user instructions which accompany the mr290 chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).